Manufacturer narrative:
The insulin pump had unresponsive act and esc buttons did not respond due to moisture damage keypad traces. The clock monitor frequency error, watchdog set test failure alarm, failed battery test alarm, off no power alarm and battery out limit alarm could not be verified due to no button response. The device had moisture damage on electronics. It was also received with scratched display window, cracked display window corners, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. The customer stated that her kids submerged it in the bath tub. She also reported that the insulin pump is cracked at the battery compartment and she had received over 5 clock monitor frequency error alarms. Blood glucose value 100 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.